Event description:
Pt fell on the stairs (B)(6) 2011 and fractured his tibia and fibula. Pt was implanted with two plates on (B)(6) 2011. The first plate (cat # unk) was inserted on the fibula and later removed because of infection. The second plate (cat # 241.447) on the tibia remained in place until it broke into two pieces and was removed (B)(6) 2012. This event is associated with the broken plate.

Manufacturer narrative:
Subject device has been received and is currently in the eval process. Investigation is on-going; no conclusions could be drawn. Review of mfg records has been requested.